Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer reached out to a health care provider to obtain an alternate method of insulin therapy. Customer¿s blood glucose was 158 mg/dl.